Event description:
It was reported that the patient presented to the hospital with chest pain and had a perforation of the right ventricle. The physician tried to reposition the lead and did not like how the helix was extending, "jumping out". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, there was blood in/on the helix/lobe mechanism.